Event description:
It was reported that this pacemaker and associated non-boston scientific right atrial (ra) lead recorded one high, out-of-range pacing impedance measurement of 2775 ohms. This caused the pacemaker's lead safety switch (lss) to trigger, which reverted the ra lead to the unipolar pacing and sensing configuration. Due to sensing in unipolar, oversensing of noise was observed on the atrial channel in stored episode electrograms (egms) and on real-time egms. The ra lead was programmed back to bipolar, which resolved the oversensing and noise. At this time, the physician will continue monitoring the patient. No adverse patient effects were reported. The device and non-boston scientific ra lead remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and associated non-boston scientific right atrial (ra) lead recorded one high, out-of-range pacing impedance measurement of 2775 ohms. This caused the pacemaker's lead safety switch (lss) to trigger, which reverted the ra lead to the unipolar pacing and sensing configuration. Due to sensing in unipolar, oversensing of noise was observed on the atrial channel in stored episode electrograms (egms) and on real-time egms. The ra lead was programmed back to bipolar, which resolved the oversensing and noise. At this time, the physician will continue monitoring the patient. No adverse patient effects were reported. The device and non-boston scientific ra lead remain implanted and in service.